Event description:
It was reported the patient's device was replaced due to lack of therapeutic effect. It was stated that, approximately six months prior to explant, the patient was unable to read or charge their battery, and the patient was not feeling adequate stimulation. A manufacturer representative was also unable to get readings from the battery. It was stated the patient could "barely feel stimulation" at 10.5 volts. The battery was replaced without incident, and the patient recovered without sequela.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.